Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm function was not working. Customer¿s blood glucose level was unknown. Customer reported that they stopped relying on my alarm because of it and it seems to be an audio or software issue. The insulin pump will not be returned for analysis.